Event description:
It was reported that balloon ruptured. A 2.50 mm x 20.00 mm agent dcb balloon was selected for use. During the procedure, balloon rupture has occurred at rated. Balloon was removed successfully from the patient and there were no device fragments left inside the patient. Procedure was completed with different device. No patient injury was reported.